Event description:
It was reported that during a surgical procedure at 20,371 joules of use and 2:59 minutes, an error message displaying "excessive laser activity," was observed. A second fiber was used; an error message, "fiber port overheated, try another fiber," was observed on the laser screen. A third fiber was used to complete the procedure. The case was completed in another 70,282 joules of use and 22:30 minutes. The case was "completed to satisfaction without incident or adverse impact on patient". This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber proximal end / input face shows evidence of some type impurities on the optical surface; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is no signs of melting at the proximal fracture location; the metal cap exhibits moderate detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber proximal to the proximal fracture can rotate independently of metal cap. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.